Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis was undetermined. A batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the nurse stated that on an unreported date, the patient experienced a break in aseptic technique that resulted in peritonitis on an unknown date in (B)(6) 2011. It was not reported whether the patient was hospitalized for the peritonitis. The nurse stated that the patient took unspecified antibiotics without the physician's permission prior to the collection of cultures. On an unreported date, the patient recovered from the peritonitis. The outcome of the break in aseptic technique was not reported. Action taken with dianeal pd4 ambuflex therapy was not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the break in aseptic technique. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.